Event description:
It was reported that during a procedure, the console got froze in the middle of the case and the medical staff accidently pressed e-stop button; then the device turned off and released the e-stop button, key switch on, turn on the laser, and finally, the error 24 (emergency stop button fault-emergency stop notification (for service)) was displayed. The error persisted after multiples times to restart. Due to this, the procedure had to be cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.